Event description:
It was reported that the pt experienced an infection close to the pump and the catheter. The pt also experienced pain and loss of effectiveness. An x-ray determined that the event was related to the catheter. Per the "op" notes, "minimal evidence of contamination with loose, partially dislocated hardware in left sacroiliac region." The system was explanted. No re-implant was planned. The pt recovered without sequela. The pump contained baclofen 200mcgml delivered at 575.9 mcg/day at the time of the event.

Manufacturer narrative:
(B) (4).